Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported " experiencing pain, inflammation and leakage from their breast implants, they were referred to the emergency room". This record relates to right side. Device status unknown.